Event description:
It was reported that a vns pt was explanted due to lack of efficacy along with pain at the generator site. At the moment, it is unk if the pain was occurring with stimulation and the root cause of the lack of efficacy is unk as good faith attempts to obtain add'l info from the treating physician resulted unsuccessful to date. Good faith attempts to obtain product return also resulted unsuccessful, as there is no info if a replacement was planned.